Event description:
It was reported that during the device change out procedure, the right ventricular (rv) lead exhibited intermittent capture. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.